Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR #: 1018233-2013-02505.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. (B)(4).

Event description:
Per additional info received, the pt has experienced mesh erosion, stress urinary incontinence, pain, unspecified urinary problems, vaginal bleeding, vaginal scarring, adhesions, abdominal cramps, bloody drainage, chronic left knee pain, low back pain, urethral discharge, nausea, blood loss, "feels like razor blades in vagina, "vaginal defect, vaginal spotting, pulling sensation after masturbating, lower left quadrant pain, hair loss, irritable, insomnia, hot flashes, "dangerous ideation," urinary tract infection, suprapubic tenderness, sinus infection, frequency, open incision, right shoulder pain, memory loss, dizziness, discomfort, left ovarian cyst, bladder, infection, abdominal pain, fever, dysuria, urgency, diaphoresis, flan, pain, elevated white blood count, blood in urine (hematuria), protein in urine, escherichia coli (bacterial infection), calcified gallbladder stone (calcification), pelvic pain, nabothian cyst, chrome cervicitis (inflammation), epithelial cell abnormality, human papillomavirus high risk, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced disability and impairment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced opening of vaginal incision, exposure of the suburethral sling, removal of vaginal mesh, placement of second tension-free vaginal taping (align), removal of the second vaginal mesh, kelly plication, cystoscopy, foley catheter, vaginal pain, dyspareunia, depression, kegel exercises, timed urination, anticholinergic agent therapy, nocturia, ovarian cystectomy, external hemorrhoid, anal fissure, urinary hesitancy, suprapubic pain, kidney abscesses, colonoscopy, low-grade intraepithelial lesion, colposcopy of upper vagina and cervix, cervical biopsy and endocervical curettage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient experienced swollen vulva, vaginal discharge and malfunctioning bladder sling.